Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd), which caused peritonitis. The patient had a break in aseptic technique, described as poor aseptic technique (details not provided). The patient was admitted to the hospital and diagnosed with peritonitis. The nurse reported the cause of the peritonitis was the break in aseptic technique. Upon admission, the patient was given vancomycin, 1gm intraperitoneally (ip), prior to obtaining the effluent samples. During hospitalization, the patient was treated with vancomycin, 1gm every 5 days ip, and pd therapy was ongoing. The patient and wife have been retrained on proper aseptic technique. The patient was discharged home and is recovering from the peritonitis.